Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was over-sensing. X-ray showed the rv lead had dislodged. The rv lead was explanted and replaced. The patient was stable.